Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, foreign material at lg lens could not be identified. The root cause of the foreign material remained in the device could not be determined. It is likely poor/yellowish image occurred due to adhesion of foreign material adhered to the light guide lens. However, a definitive root cause could not be determined. The phenomenon may be prevented by following the reprocessing method described in olympus bf-uc190f reprocessing manual. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found dry debris on light guide lens, debris was blocking the light source, and the olympus endoscope system image was poor/yellowish. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility. E1: establishment name: (B)(6) hospital - added due to character limitation in respective field.

Event description:
The customer reported to olympus, the bronchofibervideoscope had poor tip quality and no image. The issue was found during an unspecified therapeutic procedure. There were no reports of patient harm.